Event description:
The medscand endocervical brush is called cytobrush plus which indicates that the report 1011937 would not be relevant to the medscand product. All complaints (world wide) related to the cytobrush plus have been reviewed. No other complaints related to bristles coming off the brush head during use have been reported prior to or after the event date of the report 1011937. Conclusion: - the event is not likely to be attributable to the cytobrush plus mfg by medscand. - if the event would be attributable to the cytobrush plus mfg by medscand, the failure investigation shows that the device performs according to specifications. - no remedial action is applicable. - no further investigation or action by medscand is necessary.